Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue on (B)(6) 2023. During the procedure was noted that the patient had absolutely no perirectal fat to place the hydrogel, so the case was difficult. The physician had a lot of adjustments, and it was suggested to abort the procedure. Eventually the physician found a spot an injected the hydrogel. Later that week, the image showed there was hydrogel injected into the prostate. The patient was reported as "ok", it was also noted it is unknown if the radiation treatment was discontinued due to the infiltration. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 captures the reportable event of gel misplacement non-vascular.